Manufacturer narrative:
A visual assessment was made on the turbosonic 375 handpiece. A visual evaluation of the returned handpiece revealed the nosecone and irrigation line are slightly dented and a brown spot was found on the handpiece cable. No other visual defects or abnormalities were noted. The handpiece was functionally tested and met all product specifications. The 0.9mm 30 degree round flared ab phaco tip (anodized partial purple) was visually inspected with the aid of a microscope at 30x magnification. The tip bevel surface is visually acceptable. The left side of the bevel edge has a few gouges. Small gouges are also present at the same side of the bevel at the very front surface of the outside diameter. The visual damage may indicate the device was hit by a second object; however, the question of whether a two handed technique was used was not answered in the complaint questionnaire. The aspiration bypass hole is completely clogged with surgical material. There is scoring on the back of the flange and thread wear is present. The condition of the left side of the phaco tip may indicate a possible source for particulate generation. This damage did not occur during the manufacturing of the phaco tip. A review of complaints for the last 36 months did not indicate any additional reports for this handpieces, nor did it indicate adverse trends for the reported issue. The root cause of the pt event cannot be determined in this investigation. This report mailed in to FDA on: 11/21/2007.

Event description:
The customer reported, metal particles were shedding from a phaco handpiece. The particles were observed during the first phacoemulsification pass. The particles were noted entering the eye onto the anterior lens surface, anterior lens capsulotomy, and iris surface. Most of the particles were removed during the initial surgery. The particles are very tiny, silver, and irregular shaped. The facility does not re-use tips. The facility noted the handpiece was third party repaired.